Event description:
It is reported that a customer experienced high blood glucose of 407 mg/dl. The customer was informed that there could be many reasons for high blood glucose. The customer stated they had no delivery alarms from their insulin pump. The customer was transferred to the help line for assistance. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.